Manufacturer narrative:
(B)(4).

Event description:
Pt states that she did not turn off rcvr but rcvr is stuck on initialization screen and is completely frozen dexcom will not turn off or do anything.